Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a needle break off the device during an unspecified diagnostic procedure. The needle was removed and the procedure was completed with a similar device. There were no reports of patient harm or injury.

Event description:
No additional information from the customer.

Manufacturer narrative:
Correction: this report was found to be a duplicate of an event already reported in 3011050570-2025-00698. Should additional relevant information be received, it will be captured in that MFR number.